Manufacturer narrative:
Eval is in progress, but not yet concluded. The reported issue occurred before pt went on bypass. Perfusionist called in the biomedical engineer (biomed) who tried troubleshooting. The biomed changed out flow sensor and alarm did not go away. The biomed put in a back-up centrifugal controller and alarm went away. The lines were clamped so there should not have been a backflow. Pump speed was at 1650 revolutions per minute (rpms) and continuous alarm. No error messages appeared on central control monitor (ccm). The biomed was not sure where the flow sensors were located in the circuit.

Event description:
It was reported that during pre-cardiopulmonary bypass of the device for a cardiopulmonary bypass procedure, the user was getting back flow alarms on the centrifugal system. As a result, an alternate device was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the pt.